Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz3 right; cat # 5512-f-302; lot # g9y4e. Tri ts baseplate size 3; cat # 5521-b-300; lot # i7v4ga. Triath fem distal aug 5mm - size 3 right; cat # 5540-a-302; lot # gto4t. Triath fem distal aug 5mm - size 3 right; cat # 5540-a-302; lot # ibd9t. Tri post augment sz3 5mm; cat # 5543-a-300; lot # ixz4d. Tri post augment sz3 5mm; cat # 5543-a-300; lot # geh9b. Tri lm/rl tib aug sz3 5mm; cat # 5545-a-301; lot # erjte4a. Tri rm/ll tib aug sz3 5mm; cat # 5545-a-302; lot # erjtl3d. Triathlon sym cone aug sz a; cat # 5549-a-110; lot # r8m61. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1130579j. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1144047l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not available.

Event description:
It was reported that the patient's right knee was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.